Manufacturer narrative:
The cause of positioning issues was not determined due to insufficient clinical details. The root cause of the hemolysis was most likely due to incorrect positioning since hemostasis was achieved by repositioning the pump per clinical. No issues were found in the logs after reviewing. The pump passed all post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. An echocardiogram showed the impella was positioned deep, so it was repositioned. The next day the patient was successfully escalated to the 5.5.